Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple presses were required to activate the wake button. There was no reported adverse impact to the customer. Customer continued to use the pump for insulin therapy.